Event description:
It was reported "we placed a 4f single lumen PICC yesterday. We noted her catheter was leaking from the purple end piece when flushed. While still in her sterile field I brought her another catheter for a line over wire exchange. I did not notice this problem with my line until the bedside nurse called me this morning to let me know it was leaking from the end. I saw it was from the same lot as the one she had replaced yesterday so I also did a line over wire exchange. Yes it was leaking from the purple hub. We changed end caps and it still leaked so we then took it off and discovered the leaking from the hub when catheter was flushed." Additional info. Received 03/23/2022: any patient symptoms related to fluid leak? Not that she knows of, the patient¿s nurse made her aware of the leaking. Was the catheter removed? Was a new catheter placed? Yes it was removed and yes another catheter was placed. What type of catheter securement was utilized? Statlock¿ catheter stabilization device. This report addresses the second device used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1242 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy1242) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported "we placed a 4f single lumen PICC yesterday. We noted her catheter was leaking from the purple end piece when flushed. While still in her sterile field I brought her another catheter for a line over wire exchange. I did not notice this problem with my line until the bedside nurse called me this morning to let me know it was leaking from the end. I saw it was from the same lot as the one she had replaced yesterday so I also did a line over wire exchange. Yes it was leaking from the purple hub. We changed end caps and it still leaked so we then took it off and discovered the leaking from the hub when catheter was flushed." Additional info. Received 03/23/2022 any patient symptoms related to fluid leak? Not that she knows of, the patient¿s nurse made her aware of the leaking. Was the catheter removed? Was a new catheter placed? Yes it was removed and yes another catheter was placed what type of catheter securement was utilized? Statlock¿ catheter stabilization device. This report addresses the second device used.